Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-apr-2023. H6: investigation summary : bd received one sealed and one opened 24ga x 0.56in. Nexiva unit from lot number 2182098. Through the microscopic analysis a damaged catheter tip was observed with the open unit. The representative unit was tested using a penetration and drag test where the unit met the required specifications. The reported issue was confirmed with the unit that was opened. Since the unit was received in opened packaging, bd could not determine a definite root cause. We were unable to determine whether the damage observed happened during tip adhesion break, removal of the needle cover or during manufacturing due to dull blades, worn tooling or lubrication. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip split apart while cannulating the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "plastic cannula catheter tip splintered when cannulating patient. Skin was punctured by cannula but catheter not be inserted due to damaged tip and resistance. Damaged was also noted on a different cannula later in the day with a different patient."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip split apart while cannulating the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "plastic cannula catheter tip splintered when cannulating patient. Skin was punctured by cannula but catheter not be inserted due to damaged tip and resistance. Damaged was also noted on a different cannula later in the day with a different patient.".